Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (ma j-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: 1. The facility reconfirmed the correct operation method by contacting olympus or another expert within the facility. 2. The facility carefully reviewed and followed the instructions for use (IFU). (Instructed the personnel to read the instruction manual.). 3. The facility educated or continuously educated its personnel about handling methods. 4. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.). 5. The facility used care when attaching the distal cover, so that it does not crack. Per the facility, it is likely the detachment was a result of the cover getting caught on the mouth/bite piece in the patient during scope removal. They now checks that the cover is on the scope once the scope is removed after each procedure. Furthermore, it was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their original packaging until time of use and stored in a product carton in a recommended environment (per the IFU.). Correction to h6 and investigation results: -reconfirmation of complaint failure. Since the actual product has not been returned, we have not been able to confirm the reproduction. However, before the design change, the quality of the design change products were evaluated. We have verified that the distal cover does not come off from the distal end of the endoscope during procedure, and confirmed that the design change products satisfies the specifications. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications each time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, CAPA (no. CAPA-200735), is currently performing the root cause investigation regarding the falling off of the distal cover. At this time, the likely causes of the distal cover falling off the scope are as follows: the cover was easily removed from the scope due to insufficient attachment to the scope. Chemicals such as anti-fogging agents adhered to the distal cover, and the rear end of the distal cover was damaged by chemical attack, making it easy to remove the cover from the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿. ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover.¿. This supplemental report includes new information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Event description:
An olympus representative reported to olympus, on behalf of the customer, that during an unknown procedure using this evis exera iii duodenovideoscope, the single use distal cover fell off into the patient's mouth. The distal cap was retrieved by the physician's finger. There were no reports of patient or user harm associated with this event. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure. Case with patient identifier (B)(6) reports the evis exera iii duodenovideoscope used in the procedure.

Manufacturer narrative:
To date, this device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.